Event description:
This is a importer / voluntary distributor report on behalf of the customer, the conmed (B)(4) representative reported issues with the sb936-ca, detachable pouch 3x6¿, lot 6252012056, that stratford general hospital recently experienced on (B)(6) 2021. Information received indicates that during a laparoscopic cholecystectomy, upon detachment of bag from introducer, a black plastic piece broke off in the patient. The piece was retrieved by surgeon. It is noted there was no impact or injury to the patient. The procedure was successfully completed with no reported delay. Additional information clarified that the issue occurred after approximately 2 minutes of use. They were closing the bag around the specimen and detaching bag from introducer, upon pulling back of the handle on the sb936-ca to detach the bag, the black plastic broke off in the patient. A 10mm reusable trocar and laparoscopic graspers were also being used at the time. There was no resistance in opening/deploying the bag and nothing unusual or of special concern was noted regarding the patient¿s anatomy. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as although removed, the piece did fall into the patient. Please note - this incident was previously submitted under MDR 3007216334-2021-00303 in error. This report is being filed to correct the submission information to an importer voluntary distributor filing.

Manufacturer narrative:
Please note - this incident was previously submitted under MDR 3007216334-2021-00303 in error. This report is being filed to correct the submission information to an importer voluntary distributor filing. This report is being filed as an importer / voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.